Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital with episodes of noise and oversensing on the right ventricular (rv) lead that were interpreted as ventricular fibrillation. No inappropriate therapy was delivered due to the oversensing. The rv lead was capped and replaced to resolve the event and the patient was stable.